Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the measured r waves decreased and threshold has risen. A fluoroscopy test was done and the new lead did not appear to have moved. It was noted that the customer felt this model lead feels heavy in handling and believes it is more prone to dislodgement than other leads. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).